Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins seemed to move and became caught on seats, clothing and furniture. The patient was inquiring if there was some sort of belt or other device to help protect the ins. No symptoms or further complications reported.